Event description:
It was reported that while using bd syringe 50ml ll clear 14ga 1-1/4in leakage occurred past the plunger. This occurred with 40 syringes. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: syringe leakage at the plunger!

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/26/2021. H.6. Investigation: a total of eight samples, four used and four unused syringes, were returned to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed in the four used samples provided. All samples were further evaluated, there was no damage or molding defects noted in the plunger rod or other components that could have caused a leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the lot 1904255, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing to verify the stopper seal. Results were reviewed for the lot 1904255 and no issues were identified. The returned samples underwent these same tests and product was found to meet required specification. Based on the quality team's investigation and given the samples did not display any defects, we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd syringe 50ml ll clear 14ga 1-1/4in leakage occurred past the plunger. This occurred with 40 syringes. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: syringe leakage at the plunger!